Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the ep procedure was completed. Reportedly post procedure, a suture break occurred while advancing the knot of the second prostyle suture. A figure of eight stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture separation could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.